Event description:
The customer reported that in compliance with the governmental law, the system needs to issue alarm at 5 minutes and cut off fluoro at 10 minutes. After cutting off the fluoro, the fluoro can't be restarted until resetting the fluoro timer. The customer found that stepping on the foot paddle again after the cut-off, the system continues to generate the fluoro exposures. Since the restart of fluoro may violate the radiation regulation, some corrective actions are required to correct the fluoro timer mechanism.

Manufacturer narrative:
(B) (4). This issue is regarded as a safety issue and requires the engineering to explore the root cause and solutions.